Manufacturer narrative:
It was reported that the patient had aortic stenosis from a calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The explanted device was also returned to edwards for analysis, in order to confirm the reported event. Device evaluation in progress. A supplemental report will be submitted after assessment of the valve is completed.

Event description:
It was reported that the aortic valve was explanted after an implant duration of approximately 13 years and 1 month due to critical aortic stenosis. Per the op report, the valve was densely calcified during explantation. The device was replaced with another edwards bioprosthetic valve. The new valve was noted to be well-functioning with no perivalvular leak. The patient tolerated the procedure well; there were no complications.

Manufacturer narrative:
As received, leaflet 1 and leaflet 3 had a cut sections removed. Cut sections were not returned with the valve. Heavy calcification was observed in the cusp areas leaflets 2 and 3. Minimal to moderate calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 1 exhibited minimal calcification and free margin of leaflet 2 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Free margin of leaflet 2 was also folded onto the cusp. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. Commissure 2 wireform was also exposed. The x-ray demonstrated calcification, and commissure 1 wireform slightly bent. The explanted device was evaluated by edwards, which confirmed the initial report of aortic stenosis caused by calcification. There is no change in the original conclusion of this case.